Event description:
It was reported by the edwards field clinical specialist, after successful transapical delivery of a sapien heart valve, bleeding was noted at each of the purse string needle insertion points upon sheath removal. Additional pledgeted sutures were placed and the repair took about 45 minutes. The ebl was assessed to be 1000 ml, of which 850 ml was recycled in the cell saver and infused back into the patient. An additional 1 unit of packed red blood cells was administered along with 2 units of fresh frozen plasma. Hemostasis was obtained and the chest was closed. It was reported the patient tolerated the procedure well. It was reported that the patient had friable apical tissue which resulted in the bleeding at the purse string suture sites.

Manufacturer narrative:
Per the instructions for use (IFU), bleeding is a potential complication associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over (B)(6). This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case it was reported that the apical bleeding was due to the patient¿s friable tissue. The patient's advanced age also put him at increased risk for apical bleeding. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.